Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that clinician has experienced "channel disconnect or channel error." This was reported to manufacturer associate during their site visit. There was patient involvement but no harm. No further information available. No devices available for investigation.